Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery + acl reconstruction surgery, the t2 implant of the fast fix device could not be deployed. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found a picture of the surgeon holding the device over the patient's knee during surgery, and an arthroscopic image of the needle with t2 on. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an unintended misuse or failure of the deployment mechanism. No containment or corrective actions are recommended at this time.